Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap contact missing/damaged. Customer reported that pump was accidentally dropped on the floor it cracked, turned off and doesn¿t turn back on. Claims that the battery cap had loose contacts prior to falling, already presenting issues with battery. The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a blank display. Unable to verify unexpected battery power loss and perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thus due to a blank display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a broken belt clip rails. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to verify unexpected battery power loss, perform the required testing, download pump traces and history file using thus due to a blank display. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.